Event description:
Revision surgery - the pt fell and broke distal humerus.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken bone after 9.3 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: two due to infection, one due to trauma, one for pain, one for a device loosening, and one for stability/poor joint. This is the first complaint for this lot number. The root cause for the broken bone was due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.